Event description:
It was reported the programmer failed to recognize medtronic cardiac devices despite several attempts with new and/or different programming heads. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head connection is loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).